Event description:
The libre 3 plus sensors for cgm have been increasingly unreliable; repeatedly failing or providing inaccurate readings. Even when contacting abbott for replacement devices, those replacement devices fail. Abbott's only solution is to provide more sensors. I know there have been recalls, but it appears as though the recall needs to be expanded as all of the faulty sensors are behaving the same as the recalled sensors but are not on the recall list. I pay good money for these sensors that are supposed to be a reliable way to make decisions about my blood sugar management. As a pregnant woman with type 2 diabetes, it is not feasible to conduct finger sticks with the frequency I need to monitor my blood sugar, nor should I have to if this device worked as intended. I can understand there may be errors, however this has been consistent over the last 6 months. The device was not faulty like this before.